Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 1/16/2017 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to this issue, the keypad was torn between the ¿up¿ and ¿down¿ arrow buttons and the bolus button cover was missing therefore the investigation was unable to test the button¿s response to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 1/16/2017.